Event description:
Per oos, "pt had infection" system was discarded by the hospital. Also removed were: kronos lv-t, MDR 1028232-2007-0292. Setrox s 53, MDR 1028232-2007-0294. Corox otw 85 up, MDR 1028232-2007-0295.